Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that  the reason for call was patient reported for the past 2 weeks, their stimulator was not working, and they'd been having difficulties since they got their last implant replaced. Patient said they kept calling their representative to have them come and fix the issue, but then it would happen again. Agent asked, patient confirmed they were seeing 'settings not available: cannot provide your desired intensity settings' message. Agent asked, patient said this issue was happening on groups a, b, and c. Patient mentioned they kept charging their implant every day, but it was still not working. Patient said they were in pain. Agent reviewed meaning of message and redirected patient to their healthcare provider to further address the issue with reprogramming by reps. Patient stated they called their doctor, who told them to make an appointment with their rep. Additional information was received from the manufacturer representative (rep). It was reported that the rep clarified that the replacement mentioned was electively replaced. The rep also clarified that the stimulator not work/difficulties was the patient wasn't seeing the relief she is looking for. The rep thinks the issue is likely an impedance issue and will be seen on 08/08. The issue has been resolved, the rep will reprogram the system. Additional information was received from the manufacturer representative (rep). It was reported that there was low impedance or short. Connection check shows red x on electrodes 14 and 13 12: 27280 13: 27480 14: 27480. There was a loss of stimulation. The patient was reprogrammed. The issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.